Manufacturer narrative:
The investigation to determine the root cause of this issue is in progress. No patient sample was affected.no biased result was reported.no patient was harmed.

Event description:
Complaint reporter is reporting a discrepant negative grading for one column in antibody screening for one quality control sample in indirect anti-globulin test (iat) using biovue technique in on their ortho vision analyzer. Complainant name: (B)(6). Complaint reporter: (B)(6). Event dates (B)(6) 2016. Reported on (B)(6) 2016 by (B)(6) who reported it the same day to ortho's helpdesk. Software version 2.12.6. Reagent: ortho biovue system poly cassette lot ahc016f expiration date 06 july 2016; 0.8% surgiscreen lot and expiry date not provided. Qc information: (B)(6). The customer said that on (B)(6) 2016, they had tested qc (B)(6) for antibody screening in iat using ortho biovue system poly cassette and 0.8% surgiscreen in combination with their ortho vision analyzer and that they had obtained a positive reactions (3+ reaction strength) with cell 1 and negative reactions with cells 2 and 3 of the red cell reagent whereas they would have graded cell 2 as positive (3+ reaction strength). The customer confirmed that due to the positive reaction with cell 1, the overall interpretation of the antibody screening was proposed as positive by the ortho vision software and that cassette was saved for review. The customer said that they modified the negative reaction strength of cell 2 to reaction strength 3+. The customer confirmed that no patient sample were affected. The customer said that no biased result was reported. (B)(4).